Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured january 14-15, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) clearlink continu-flo solution sets were leaking from the port closest to the patient. The leaks were observed after the patient infusion had started in the outpatient infusion center. There was no report of patient injury or medical intervention associated with this event. No additional information is available.